Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Examination of the returned complaint device revealed shaft breakage at a punched drainage hole of the unit. Longitudinal cracking along the shaft was also noted; in addition cracking occurs at the punched drainage holes of the catheter. No functional of dimensional inspection was performed due to the condition of the received unit. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported that following a percutaneous transhepatic drainage of the biliary tract due to an obstruction, the catheter was broken. In (B)(6) 2014, the expel¿ drainage catheter with twist-loc¿ hub was implanted into biliary system, the pigtail placed in duodenum. The procedure was completed without issue. In (B)(6) 2015, x-ray examination of the placed catheter noted that the catheter was broken. The catheter was removed. No additional patient complications were reported.

Event description:
It was reported that following a percutaneous transhepatic drainage of the biliary tract due to an obstruction, the catheter was broken. In (B)(6) 2014, the expel¿ drainage catheter with twist-loc¿ hub was implanted into biliary system, the pigtail placed in duodenum. The procedure was completed without issue. In (B)(6) 2015, x-ray examination of the placed catheter noted that the catheter was broken. The catheter was removed. No additional patient complications were reported.